Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels ranging from 48 mg/dl to 380 mg/dl, related to inaccurate meal announcements and insulin dosing. The user completed a factory reset per endocrinologist recommendation and agreed to announce meals more accurately moving forward. Bg was corrected with glucose tablets and candy. Lowest blood glucose (bg) recorded was 48 mg/dl. Bg was corrected. Symptoms included shakiness and dizziness. No medical intervention or outside assistance required or reported at the time of call.